Manufacturer narrative:
(B)(4)

Event description:
It was reported the pt experienced a loss of therapeutic effect after she went to the chiropractor on (B)(6) 2010. It was stated a vibrating device was used on the pt's back that "also had the ability to heat up." It was stated the pt's device was "flatter than it was and feels like something is poking" the pt. Additional info has been requested, a follow-up report will be sent if additional info becomes available.